Manufacturer narrative:
Reported event of probe failed to transmit current. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure the probe was passed down the scope. When the physician stepped on the pedal, the probe failed to generate current. The procedure was completed with a second gold probe using the same generator and settings as with the first device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation of the returned gold probe¿ noted no visual defects. An electrical load test was performed and the results were within the specifications for the device. The reported complaint was not confirmed; device evaluation showed no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause is "not confirmed". A review of the device history record was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure the probe was passed down the scope. When the physician stepped on the pedal, the probe failed to generate current. The procedure was completed with a second gold probe using the same generator and settings as with the first device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.